Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation. The patient reported that she had a nickel sized sore under her front left breast. The patient's physician prescribed a cream and the irritation was bleeding. There is no alleged device malfunction. Follow-up indicated that the patient was using the cream and that the irritation was improving.